Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during the pacemaker implant procedure when the pocket was being closed, anesthesia staff noticed lack of perfusion and pulseless electrical activity with the patient. The patient was in a code for 1 hour and 6 minutes. After multiple attempts of resuscitation, the patient expired. According to the field representative, the physician did not believe the product or procedure caused or contributed to the patient's death. The pacemaker will not be returned.